Manufacturer narrative:
It was further reported that there were no malfunctions noted with the rv lead. Lia would not turn off until the device was replaced due to reaching elective replacement indicator (eri).

Event description:
It was reported that the lead integrity alert (lia) triggered. Additional information has been requested but is not available at this time. The right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076, implantable pacing lead, (B)(6) 2006; 4543, competitor implantable pacing lead, (B)(6) 2006. This device was included in the field action. Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action. (B)(4).